Event description:
Medical affairs spoke to the patient and obtained the following information. Yesterday morning, the patient tested their blood glucose at 7:30am and received a 130 mg/dl. The patient took their set amount of insulin 27u humalog and then ate a bowl of corn flakes. The patient is in a nursing home and claims that they put them on a "strict diet" and the patient was not given anything else to eat for breakfast. At noon prior to eating lunch, the patient's family member called and noticed that the patient's speech was slurred and rushed over to see the patient. The family member gove the patient a glass of orange juice and tried to test their blood glucose and the meter powered off during testing. The family member then contacted the nurse at the nursing home. The patient's reading on the nurse's meter was 25 mg/dl. The patient was treated with cookies and juice and felt better afterwards. The patient was not taken to the hospital. The meter is less than a year old and the patient had replaced the battery on the meter less than a year ago. Customer service was unable to resolved the issue and sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction. The patient suffered a serious injury. The last time the patient tested on their device was at 7:30am that morning. The patient mentioned that no matter what their blood glucose reading is, the patient takes the set amount. The patient also mentioned due to the fact that because the patient is placed on a "strict diet" and not able to eat more during the day. This may have been a reason why the patient dropped so low.